Event description:
A territory manager contacted zoll customer support to report that during the fitting for a (B)(6) female pt the monitor produced a service code 107 (multiple abnormal shutdowns) and service code 202 (pt parameters corrupt). The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107 and 202) was confirmed. Upon investigation the monitor had a defective backup battery. The defective battery caused abnormal shutdowns and prevented the data flags from being written. The root cause for the defective backup battery was unable to be positively determined. No adverse event resulted from the defective backup battery. The pt was fitted with a replacement monitor.